Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip. The test transmitter communicated properly to the pump. No calibration error alarm noted. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer also reported that there was crack on the reservoir compartment going to the esc button. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that they experienced high blood glucose around 400 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.